Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint that heartstart xl+ defibrillator indicating that the device gives a fail/external paddles error during the self-test. According to the customer, the error is only seen in self-diagnostic mode and when performing the test manually, there are no errors. The rse evaluated the device remotely and advised the user to check the contact in the external paddles connection and try to connect the test load m3725a. The customer was further informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6), 2017. The end of life (eol) is scheduled globally to end (B)(6)2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6).